Manufacturer narrative:
Results: evaluation of the returned unit found 1 element missing on the molding zipper of the left window. There is also a broken pull tab on the molding zipper of the right panel, missing stop on the perimeter guard of the right window, nylon tear and broken stitches on the head panel. (B)(4).

Event description:
Customer reported damage to the pull tab and slider on the right side panel. Customer did not provide a date when the issue was discovered. No patient incident or injury was reported.